Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of this date, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that three months post implant, the patient with this device experienced wound tenderness and the pocket site was discolored and received antibiotic treatment. However, the symptoms did not resolve. A revision procedure was performed; it was determined that the issue was due to local pressure from the capped pace/sense portion of the defibrillation lead was anterior to the device causing pressure; there was no pocket infection or device erosion. Cultures were taken and did not reveal any infection. The device was reinserted in a new sub-pectoral pocket site and the leads were carefully placed behind the device in the sub-pectoral pocket and the incision was closed. No further issues were reported post procedure. Approximately, three years later, this system revealed puckering at the pocket site. A decision was made to perform a surgical intervention. When the pocket was opened, suspicious fluid was noted in the pocket site. Wound cultures were taken and the pocket was closed after reseating the device. One month later, the pocket had visible signs of erosion and pocket infection. A decision has been made to perform a system revision.

Event description:
Subsequently, this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported.